Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was pinned between a gate and a bucket by a tractor. Impedances were ran and the rep reported an electrode impedance. Impedance values were between 500-861 ohms. The patient was programmed to achieve pain relief. Surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-22. It was reported that the doctor planned on replacing the implantable neurostimulator (ins) battery due to recharging intervals of four hours being less than desirable for the patient. In addition, there were impedances that were 10,000 ohms. It was noted that the doctor did not plan on replacing the leads and the patient was getting adequate pain relief at the time of the report. There were no further complications reported or anticipated.